Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. A cold reset was performed. The customer¿s blood glucose was 177 mg/dl at the time of incident. Customer reported that they were unable to clear the alarm and not able to complete rewind. Customer also stated that the insulin pump was beeping and they tried different battery but it wont still work. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, a21 alarm, rewind test and displacement test or verify a21 alarm due to blank display.